Event description:
When the laser fiber was in the cystoscope, the holmium laser was taken off stand-by. The laser fired without being activated by the surgeon. Automatic shut off was engaged. New fiber placed on the field and the procedure was completed. No injury to the patient.